Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# 0205510339, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found no anomaly. Analysis of the catheter (lot# 0205510339) found a procedural non-conformance; damage occurred to the catheter body and/or guidewire during implant procedure and there was a dark residue occlusion in the dispensing holse of the catheter body that was event related. The previously reported conclusion code no longer applies to this event.

Event description:
The healthcare professional (hcp) via a manufacturer representative (rep) reported their patient receiving intrathecal morphine (concentration 30 mgs/ml, dose 7mgs/day) was admitted to the hospital due to withdrawal symptoms from morphine sulfate. A computed tomography (CT) scan was performed for diagnostics and the patient was placed on IV morphine until "symptomatic relief". The hcp decided to replace the pump and catheter because they felt the catheter was occluded. During the explant procedure, it was noted the hcp cut the catheter. The replacement occurred without incident. The outcome of the patient was unknown. Additional information has been requested, but was not available as of the date of this report.